Event description:
A nurse reported that a patient was hospitalized on (B)(6) 2014 due to drain complications and abdominal pain, secondary to omental wrapping of the peritoneal dialysis catheter. During the patient's admission, an emergent surgery was performed to reposition the peritoneal dialysis catheter. The surgeon drained 7500ml from the peritoneal dialysis catheter during the operation. The reported drain volume of 7500ml was 300% over the expected drain volume which resulted in a reportable device malfunction. On an unknown date, the patient was discharged from the hospital. On an unknown date after the hospitalization, the patient had his peritoneal dialysis catheter removed and the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. The patient's modality was changed due to the fact that the patient's anatomy leading to the occurrence of omental wrapping did not make him a candidate to continue peritoneal dialysis. As of (B)(6) 2014, the patient continues hemodialysis therapy without further issues, and the patient's complaint of abdominal pain has resolved.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred during catheter repositioning surgery due to an undermined cause. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.